Manufacturer narrative:
The user used several brands of antigen rapid test: ihealth, carestart, cue, hotgen, clinitest (but the product has expired); there are differences in test results between carestart and ihealth, cue, and hotgen. Carestart's test results from (B)(6) 2024 were all false positives; ihealth, cue, hotgen test results are negative; considering the nature of covid-19, the positive test results for 79 days need to be suspected, or the test results are uncertain due to the presence of interfering substances. The manufacturer retested the lot (241co20115) samples at (B)(6) 2024 and no false negative were detected.

Event description:
Event details: on 29-jul-2024 customer submitted medwatch reports mw5157880 and mw5157881 to FDA with the following description: I recently tested positive (confirmed at my doctor's office) for covid-19. As my symptoms have improved, I've started doing at-home antigen tests to see when I test negative so that I can stop wearing my mask at home. I have noticed over this period that the ihealth test did not perform well (very faint positive initially compared with a solidly positive result from another brand when initially diagnosed) and so started to compare test brands as I start expecting a negative test. On (B) (6) 2024 I got false negative results from the ihealth brand test. I was still symptomatic, and tests from accessbio carestart and clinitest done at the same time showed positive results. Based on these results, if I was using only the ihealth brand test, I might have exposed my family to a not-yet resolved covid-19 infection. As a process note: since I was skeptical of the ihealth performance already, I made sure to both (a) take this test first to ensure appropriate "sample material" and (b) followed the instructions to the letter, very carefully. The tests were taken in the display order: ihealth first, then clinitest (middle), and then carestart. The clinitest even expired in february 2024 and still performed better than the ihealth (not expired). The photo is from the tests done on (B)(6) 2024. Ref report: mw5157881.